Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Per dealer out of box failure. The right side crossbrace is bent inward. Dealer stated that there was damage to the box on top, but not where the crossbrace is at.